Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified superficial femoral artery. The 5.0x40, 75cm mustang balloon was used for postdilation of a non-bsc stent and was inflated twice (1st 18atms, 2nd 18atms) and ruptured on the second inflation. After removal, a pinhole was noted on the distal portion of the balloon. The device was removed without issue and the procedure was completed with another device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).